Event description:
It was reported that the 8800 system would continue to indicate fluoro after the button was released. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cpu, monoblock controller, and interconnect cable were installed during the service call. The system was tested, and found to be working as intended, and put back into service.